Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a feeding pump. The customer stated that the pump is displaying a system error. The feeding pump was received at the covidien service center on (B)(6) 2010. The pump was evaluated on (B)(6) 2010. Upon the evaluation of the pump, the technician reported that the unit had scorch marks on the ac connector of the pcb board and back casing. The technician also states that there is no evidence of these scorch marks on the outside of the pump.